Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrl1 implantable pulse generator (ipg) implanted: 2012 (B)(6); product ID 4092-58 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead remains in use. No patient complications were reported as a result of this event.